Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was noise on the right ventricular lead. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. It was also reported that there was muscle/nerve stimulation on the left ventricular lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.